Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d8, e2, e3, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Inspection found that the malfunction of the resistance caused a blackout of the image. Based on the results of the investigation and previous investigations, known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of the reportable issue is expected or random component failure without any design or manufacturing issue. However, the definitive root cause of reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image during set up / inspection for use. There were no reports of the patient involvement.